Event description:
A physician reported a pt who was implanted on 7 aug 1997 into the nasolabial folds. From the date of implantation, the pt had persistent erythema at the superior portion of the right nasolabial fold. Five to seven days later, the pt developed a pustule at this site. The physician was not sure if the symptoms were related to possible extrusion; he instructed the pt to continue the standard post-operative antibiotic. On approximately 10 oct 1997, the pt was seen with persistent symptoms. The physician opened the incision site, clipped the end and reburied the implant end in the subdermal plane. On approximately 20 oct 1997, the sutures were removed and he was doing well. On 23 oct 1997, the pt was seen with mild to moderate erythema, significant increased tenderness, some induration but no fluctuance or drainage. The antibiotic was changed to oral keflex. On 24 oct 1997, the pt reported significant facial edema but was afebrile. The antibiotic was changed to cipro. The pt was seen that evening with a beginning cellulitis at the right nasolabial fold implantation site. He had a low grade fever of 99f despite having had 2 doses of 750 mg cipro. The implant was removed; the physician noted a large amount of purulent material and the area was irrigated. The implant appeared coiled upon itself. The pustule on the right upper nasolabial fold was opened. On 25 oct 1997, the edema was significantly less, the erythema was almost gone, and the pustule had resolved. When seen on 27 oct 1997, he was doing extremely well. On 30 oct 1997, the sutures were removed and again he was doing very well. At that time the pt mentioned that he had not been generally feeling well beginning approximately 1 week post-operatively. He reported that he now "felt like himself again". The physician believed that the feeling unwell and low grade fever were probably related to the infection.